Manufacturer narrative:
The investigation conducted by field engineering concluded that the system error code 5 experienced by the customer was associated with the generic power distribution (gpd) system. The gpd system converts the 48 volt supply from the power supply to other voltage levels and distributes it as appropriate to the other boards in the surgeon side cart. The system was repaired by replacing the affected gpd system. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 5 appears when the da vinci si safety system determines one or more fans are not moving as desired. Upon determining this condition the safety system puts da vinci in a recoverable safe state.

Event description:
It was reported that during a da vinci si lower anterior resection procedure the site experienced a non recoverable system error 5. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure.